Event description:
Reportable based on the analysis completed in 2005. The lesion being treated was in the circumflex artery (cx). The physician reached the lesion with a taxus express2 2.5 x 2 mm drug eluting stent and upon inflation the balloon would not inflate. The physician then pulled negative and blood seeped into the inflation device. No pt injuries or complications were reported. The procedure was successfully completed with another taxus express2 2.5 x 12 mm drug eluting stent. Pt status is reported as "satisfactory/good". However, the returned product revealed that there was shaft damage.